Event description:
The physician decided to implant zenith aaa device on a different patient than originally planned, but did not order different sized components. Themain body and contralateral limb were the correct size, but the ipsilateral leg was not the correct size for the patient. The physician elected to use an iliac leg extension in it's place. The completion angiogram noted what appeared to be a small hole on the graft material near the ipsilateral side of the bifurcation. The physician tried ballooning the site a few times, but the endoleak was not resolved. The physician decided to end the procedure and follow-up with the patient at the one month examination.